Event description:
It was reported via the sales representative that during a surgical procedure, the bur broke when the surgeon was starting to drill. It was also reported that the patient was not impaired by this event, the broken pieces did not fall into the surgical site and there was no delay in surgery. It was further reported that another bur was readily available and the procedure was completed successfully.

Event description:
Patient presented to the clinic with lead parameters significantly changed with loss of capture. The patient complained of discomfort. Further investigation indicated that the lead had perforated the right ventricle. Hence, the lead explanted.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.